Event description:
It was reported that during a da vinci-assisted common bile duct exploration surgical procedure, the customer called in to report that they lost the right eye video image in the surgeon side console (ssc) high resolution stereo viewer (hrsv). System functionality was reportedly checked prior to use, and no issues/errors were noted. The intuitive surgical, inc. (Isi) technical support engineer (tse) suggested to power cycle the system in an attempt to resolve the reported issue. However, the site elected to continue with the other ssc. The procedure was converted to another da vinci surgical system with no reported injury. An attempt has been made to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse confirmed that the surgeon side console (ssc) right high resolution stereo viewer (hrsv) had no video image. The fse replaced the hrsv monitor to resolve the reported problem. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the hrsv monitor involved with this complaint and completed the device evaluation. Failure analysis installed the hrsv monitor on the pca system and confirmed signs of "burn-in" during testing. A review of the procedure log with the information provided resulted in no additional information. No system log investigation is required as adequate information has been obtained to investigate the complaint. This complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to another da vinci surgical system. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.